Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor will be replaced by the customer to resolve the reported issue. Patient information could not be obtained due to country privacy laws. No report of patient involvement.

Event description:
The hospital reported a flow sensor error preventing mechanical ventilation. There was no report of patient injury.